Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon interrogation of the subject pacemaker, there was no pacing and no data in aida (device memories). It was not possible to save the results of the real time tests. A re-intervention was performed on (B)(6) 2017, and the ventricular lead was found not well screwed. The physician disconnected and reconnected the lead. After the re-intervention, device memories were reportedly available, and real time tests results could be saved.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, upon interrogation of the subject pacemaker, there was no pacing and no data in aida (device memories). It was not possible to save the results of the real time tests. A re-intervention was performed on (B)(6) 2017, and the ventricular lead was found not well screwed. The physician disconnected and reconnected the lead. After the re-intervention, device memories were reportedly available, and real time tests results could be saved.